Event description:
It was reported that t:slim x2 pump battery would not charge even though customer used company charging cable, wall adapter, and working wall outlet, and no power alerts or shutdown alarms occurred. Reportedly, the pump successfully began charging after leaving the pump plugged into the power source.